Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging their implantable pulse generator (ipg) located in the upper buttock. Therefore, the patient underwent an ipg revision during which the existing ipg was explanted and replaced. The patient was discharged from the hospital and had no reported complications postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2025.